Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v931557, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that while stimulation was turned on, the patient received a shocking or jolting sensation. The shocking started 6-8 weeks ago when the patient tried to change the program. The setting was too low and first, and when it was increased, the patient felt shocking in the leg and outer thigh for 15-20 minutes. They also felt shocking slightly today. It was also reported that there was a loss of therapeutic effect. They patient last met with the manufacturer representative in (B)(6), and in (B)(6) their symptoms improved, however, symptoms of frequency and leaking worsened in (B)(6). It was noted that the patient also needed a replacement patient programmer because theirs froze on a screen. The patient received the splash screen after trying to synch but then was able to synch successfully. It was noted that the patient was advised to put new batteries in their programmer. Additional information received reported that ¿it works¿ and that the patient¿s source of discomfort was ¿muscle spasm¿ not the device. The muscle spasm was treated and corrected by the patient and it was unknown what caused the event. It was noted that the patient had an appointment scheduled. It was noted that the patient did not required hospitalization due to the event.